Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported there was no pt harm and the ventilator did alarm. The respironics service technician confirmed the reported problem. The service technician replaced the power switch and power switch cable to correct the problem. Extended self testing (est) was performed and all tests passed per operating sepcifications.